Manufacturer narrative:
Final analysis found the reported event of high capture threshold was confirmed. Dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot. This may have contributed to the reported field event of high capture threshold.

Event description:
It was reported a patient presented for a procedure on (B)(6) 2021. During implant of the left ventricular lead, the threshold was very high. The lead was replaced within the same operation. The patient was stable.